Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified mid left anterior descending artery (mlad). On (B)(6) 2021, the patient had 2.75x38mm xience skypoint implanted at 16 atmospheres with no issues. In (B)(6) 2022, v4,5 and terminal t inversion was noted on the cardiac electrogram during hospitalization. On (B)(6) 2022, a 1 year follow-up coronary angiogram was performed and in-stent restenosis was noted. Revascularization was performed to treat the restenosis. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.